Event description:
It was reported that in (B)(6) of 2010, the patient presented with acute and persistent back pain and he was taking pain medications for it. The epidural injections didn¿t help patient¿s back pain and the doctor recommended him to undergo surgery to fuse the discs in his back that were causing him pain. Patient underwent a lumbar spinal fusion in which rhbmp-2/acs was implanted. Following the surgery, the patient suffered from excruciating pain and he lost a significant portion of his range of movement. Based on the results of his MRI, the doctor recommended him to undergo neck surgery.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.